Manufacturer narrative:
(B)(4). Without the product to examine, no determination could be made as to the cause of the reported incident. Contributing factors to the needle(s) not emerging may be a manufacturing anomaly, user technique, operational context, anatomical conditions, or performing the steps to deploy the device out of sequence. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material record associated with this lot. No manufacturing or quality deficiency was detected. Based on the information provided, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional, relevant information. The other prostar xl is being filed in a separate medwatch report.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted the pre-close technique of a common femoral artery prior to an interventional procedure (abdominal aortic aneurysm). Reportedly, after pulling the handle back only three needles emerged. The backdown procedure was performed and the handle again was pulled back; however, still only three needles emerged. A second prostar xl device was used with the same results. Following the completion of the interventional procedure, a cutdown was performed to achieve femoral access site hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.